Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2024, it was reported that the patient experienced a hypoglycemic episode and could not confirm if the sensor was reading correctly during this incident. The episode happened after the sensor had been inserted in the abdomen. The patient passed out. An ambulance came and brought her to the hospital. The patient was feeling dizzy when staff were trying to talk to her and she couldn't respond. The patient was unaware of her bg or egv during the episode. The behavior of the display device was not described. The patient could no longer remember what medication was provided to her when the ambulance came and when she was in the hospital. The length of stay in the hospital was not documented. At the time of the report 2 days later, the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.